Manufacturer narrative:
Continued from block : off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm abdominal aortic aneurysm. 66% circumferential thrombus and 8% circumferential calcium were noted at the sealing zone. It was also noted that the proximal neck angulation was 72 degrees, tight angle of infrarenal neck. It was reported that there was slight unintentional coverage of the right renal artery during the index procedure and another manufacturer's bare metal stent was placed. It was noted that there were no device related adverse events seen on the final angio. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the films at implant that showed the inaccurately delivery of the endurant bifurcate leading to unintentional coverage of the right renal artery, and difficulty deployment of the endoanchor were not provided. The exact cause could not be conclusively determined. Pre- and post-implant films confirmed that the infrarenal aortic neck was highly angulated, ~ 75 deg l-r. In addition, there was localized calcification present in the infrarenal aortic neck. It is possible that the highly angulated aortic neck and the localized calcification may have contributed to the event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.